Event description:
The central softening system in the hospital malfunctioned and started to release brine into the water system of the hospital. It happened just when the hemodialysis unit was shutting down for the evening. Feed water conductivity to the two installed central water plant (cwp) 100 units gradually started to increase significantly above normal values. At first the cwp's behaved correctly, i.e. Issued alert for high conductivity shut off the water supply and diverted the product water to drain. When the conductivity reached higher values, the cwp's switched back to operation and delivered water to the loop. The display showed excessively high values.